Manufacturer narrative:
Investigation summary bd received 1 sample for investigation. The sample was visually inspected and the indicated failure mode was observed. The sample shows the holder has become separated from the straw and needle assembly. Additionally, 10 retention samples from bd inventory were visually inspected with no issues identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that before using the bd vacutainer® c&s transfer straw kit the straw/needle was detached in the package. No impact reported.